Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra vue meter was reading inaccurately high compared to their feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated the meter had been in use for ¿about 3 months¿, and from the beginning had been obtaining inaccurately high results of ¿300¿s and 400¿s¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter confirmed that the patient manages his diabetes with insulin (self-adjuster) and in response to the alleged inaccuracy would increase his insulin dose to ¿15 units¿. The reporter stated that this caused the patient to become ¿hypoglycemic¿, no further information was available. The reporter confirmed that the patient self-treated the symptoms of ¿hypoglycemia¿ by self-administering glucose. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and that when he walked through a control solution test the result was in range. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that may have met lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.